Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer was treated with cinnabun with some juice. Troubleshooting was declined for low blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The pump will not be returned for analysis.